Event description:
Additional information received indicated the event was discovered in clinic. The patient was asymptomatic. The implantable cardioverter defibrillator (ICD) was reprogrammed. The patient was stable post programming changes.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing (pptwos). Further information was requested but not received.